Manufacturer narrative:
The customer contacted a siemens customer care center and reported discordant, falsely elevated concentrated carbon dioxide (co2_c) results were obtained on 3 patient samples on an advia 1800 instrument. The customer indicated that quality controls results were within acceptable ranges on the day of the event and noted that the calibration was acceptable. The customer ran a precision study using patient samples, which recovered acceptably. Siemens dispatched a siemens field service engineer (fse) to the customer's site. The fse inspected the instrument and checked alignments, dilution cuvette washer and reaction tray wash unit (wud), and rebuilt the sample reagent wash pump (srwp), which is a vertical pump which supplies water to the system. Then, the fse ran 30 more co2 patients and there were no outliers. Quality controls also recovered acceptably. Siemens further investigated the issue. System verification indicates acceptable instrument performance after the service visit. No other issues have been reported by the customer since the service visit. The cause of the discordant, falsely elevated co2_c results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated concentrated carbon dioxide (co2_c) results were obtained on 3 patient samples on an advia 1800 instrument. The discordant results were sent to the centralink data management system, a middleware, where the results were held. After obtaining the elevated co2_c results, centralink data management system triggered a repeat on the same or alternate advia chemistry xpt instruments. The repeat results were lower than the discordant results and were reported as the correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated co2_c results.